Event description:
It was reported that suture placement of two proglide devices was attempted in the femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. However, the puncture was above the inguinal ligament by mistake and the puncture went through into the mildly calcified external iliac artery. The arteriotomy was a 7fr and during the interventional procedure the sheath was upsized to 10 and 14fr. Reportedly, the proglide knots did not fully close the vessel and back flow was pulsatile. A third device was used; however, the knot became tangled with the thread from the first device. A 12 fr sheath was used to seal the hole and a balloon was inserted contralaterally. A surgical cutdown was performed and the vessel was closed surgically. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Per the instructions for use (IFU), do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Reportedly, femoral angiogram showed mild calcification at the access site. As per the special patient populations section of the IFU, the safety and effectiveness of proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.